Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-over 400 mg/dl). A bolus via the pump and insulin injections were used to address the bg level. During troubleshooting, air bubbles were observed in the cartridge tubing. The cartridge was changed and insulin delivery was resumed.